Event description:
Procedure type: transabdominal preperitoneal. According to the reporter: in the pt cavity, the balloon was pumped 40 times, and the balloon pushed on the bladder and caused the damage on bladder wall. Because of the damage, the piece of balloon was exposed in bladder. The procedure was converted to open surgery. The bladder was sutured. The tissue might be thin and fragile. The hospital stay will be prolonged, but the pt status is currently ok. No bleeding occurred. No add'l info available at this time.

Manufacturer narrative:
(B)(4).